Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however, the customer stated that the patient was a pediatric patient.

Event description:
It was reported that a preventative maintenance (pm) was performed on the device which it successfully passed and was placed back into patient use. While the device was in use on a pediatric patient the device alarmed with a warning to calibrate and unexpectedly shut off. The pediatric patient experienced a drop in blood pressure at the time of the event. During the time the customer was reporting the event to sales force, the customer was informed that the device calibration needed to be redone with a preventative maintenance performed afterwards. The customer was also informed that if the error message continued after completing recalibration and pm, then the logic board would need to be replaced in which the customer agreed.

Manufacturer narrative:
Pediatric patient. The customer¿s report of a calibration required warning during an infusion was confirmed. The inspection process found unapproved grease had been applied to the drive shaft lead screw and was on the guide rod. The left and right split nuts had a buildup of grease on them along with some wear. The internal inspection found that the spring flag leaf for the flange detector flag had become dislodged and was sitting at the base of the rear case. The nest in the front panel that houses the spring had broken plastic. The logic board was found to be missing the component resistor r110 within the motor circuitry. It appeared to have broken off from its solder pads however it was not found loose inside the device. On the date of (B)(6) 2019, at the time of 5:50am the spm stopped infusing due to a channel malfunction that produced a ¿calibration required¿ message pop-up and recorded error code 351.6660.0. The total volume infused was recorded at 2.2111ml. Testing the spm in its ¿as-received¿ state failed the asm pm task step for the force sensor that places a large load on the drive assembly with a spring fixture. Run testing with a replaced drivetrain assembly reproduced the ¿calibration required¿ and error code message. Temporary replacement of the logic board corrected the issue. The root cause for the customer¿s report of a calibration required warning during an infusion is attributed to the logic board with a found missing component r110 for the motor drive phase3. The cause for the part missing is not definitively known.

Event description:
It was reported that a preventative maintenance (pm) was performed on the device which it successfully passed and was placed back into patient use. While the device was in use on a pediatric patient the device alarmed with a warning to calibrate and unexpectedly shut off. The pediatric patient experienced a drop in blood pressure at the time of the event. Although requested, there were no further details or information provided regarding this event.